Manufacturer narrative:
Evaluation summary: all available information was investigated, and the reported gripper line break was confirmed via returned device analysis. However, the reported gripper actuation issue could not be tested during the returned device analysis due to the state of the returned device (clip not returned, only the broken gripper line returned). The reported entrapment of device or device component and difficult to remove (anatomy) could not be replicated in a testing environment as these were related to patient/procedural conditions and operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported gripper actuation issue appears to be the cascading effect of the gripper line break. However, a definitive cause for the reported gripper line break could not be determined in this incident. The reported difficult to remove (anatomy) and entrapment of device or device component appear to the be due to procedural circumstances. Additionally, the reported foreign body in patient are due to procedural circumstances. The reported patient effect of failure to retrieve mitraclip system components (foreign body in patient) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue, gripper line break, and entrapment of the device resulting in the clip deployed on the annulus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was deployed successfully at a2p2. The second clip delivery system (cds) was advanced and visibility was difficult due to the rotated heart. The leaflets were grasped but were ungrasped to achieve a better position; however, the clip became stuck on the posterior leaflet. It was noted the gripper arms were floating (arms at 180 degrees) and would not move. Troubleshooting was performed but the gripper arms would still not move and it was noted the gripper line was broken. The cds was attempted to be removed; however, the clip became stuck on the annulus and could not be removed. The clip was deployed where it remained stuck. The procedure was aborted at this time with the mr remaining at 4. A surgical consult was called to evaluate the patient. No additional information was provided.